Event description:
"Device: treo, catalogue number: pending. Surgeon: (B)(6). Implant date: (B)(6) 2022. Description of event: kinking of stent with suspected moderate stenosis at left a. Iliaca adverse event start date:(B)(6) 2022. Was the adverse event serious? Yes. Related to procedure: related. Related to device: related to iliac leg. Anticipated/unanticipated event: anticipated. Adverse even outcome: reimplantation of a new stent graft (details for reintervention) recovered - apr 2022". Patient outcome - "after the procedure a type ii endoleak was observed (right iliac). Was resolved by balloon angioplasty."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00083, and device 3 is being reported under MDR-2247858-2022-00085.

Event description:
"Device: treo catalogue number: pending - see image below surgeon: (B)(6) implant date: (B)(6) 2022 description of event: kinking of stent with suspected moderate stenosis at left a. Iliaca adverse event start date: (B)(6) 2022 was the adverse event serious? Yes related to procedure: related related to device: related to iliac leg anticipated/unanticipated event: anticipated adverse even outcome: reimplantation of a new stent graft (details attached for reintervention) recovered (B)(6) 2022" patient outcome - "after the procedure a type ii endoleak was observed (right iliac). Was resolved by balloon angioplasty."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00083, device 2 is being reported under MDR-2247858-2022-00084, and device 3 is being reported under MDR-2247858-2022-00085.